Manufacturer narrative:
The pump passed self test. Unable to perform displacement test due to end cap broken off. The pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker, end cap broken off, address/serial number label missing and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump was exposed to moisture. The customer¿s current blood glucose level was 7 mmol/l at time of incident. The customer stated that they had dots on the screen that looks like moisture of condensation. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use and revert to backup plan and treat per health care professional instructions. The insulin pump will be returned for analysis.